Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case on display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 212 mg/dl. The customer stated that she had surgery on her foot. She said she went into the utilities function of the insulin pump and could not get the daily totals to show. She then took the battery out, reinserted it, and the numbers totaled on their own after the bolus. She stated that when she took the battery out, she got the button error alarm. She noted that she was able to bolus accurately. The customer later stated that the insulin pump was now up and running; advised the customer that the device was still not safe to use. Advised replacement of the insulin pump. Nothing further reported.